Event description:
It was reported that customer experienced wake button difficulty because t button on pump was no longer working and was later found to be missing. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor prepared replacement pump while waiting for returned device so device function could be checked.